Manufacturer narrative:
Customer's freestyle navigator receiver (B)(4) was returned and investigated. The display issue was confirmed. However, during extended investigation of this issue, drop testing was not able to reproduce the cracks observed on the field return cases. The testing indicated that direct impact with a sharp point to the display of the navigator receiver would likely cause the display issue.

Event description:
The customer's wife reported the customer had a fs navigator continuous blood glucose monitoring system and approximately six months prior (she did not remember the exact date) the screen of its receiver showed a black line on it. The customer reportedly made changes to his treatment after seeing the reported screen issue on the receiver that obscured the readings. The customer's wife reported the customer changed his insulin intake from 1 unit per every 15 carbohydrates to 1 unit per every 25 carbohydrates to avoid his blood glucose going too low, and a result of changing his treatment, he experienced symptoms of dizziness, fatigue and loss of appetite. The paramedics were called and it was reported they treated the customer with a "glucose" shot and administered an unspecified intravenous medication. The customer was not reportedly transported to a health care facility and no further third-party medical intervention was required. The customer's wife also reported the customer ate peanut butter sandwich, nuts, and also drank orange juice to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.